Manufacturer narrative:
The manufacturer previously reported the become aware date as 12/12/2025. Upon further review, it was determined that the become aware date should have been 12/17/2025. The manufacturer has updated the become aware date in this report.

Event description:
The manufacturer received a report that a trilogy 202 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was returned to a third-party service center for evaluation. The device log files were successfully retrieved and reviewed in their entirety, and no critical errors were identified. During service testing, the device failed the obm-trilogy leak: obm gasket leak test. To address this issue, the blower was replaced, and the device was subsequently retested. Separately, and unrelated to the reported malfunction, the front enclosure was replaced due to damage. Following service, the device successfully passed all required functional and performance testing.